Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose. The customer's blood glucose was 373 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap was loose. The customer was unable to perform high pressure test due to piston not moving at the time of call because of loose drive support cap. The customer's blood glucose was 278 mg/dl at the time of call. The insulin pump will not be returned for analysis.